Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of intermittent power, which was not observed. The intermittent power was confirmed through a review of the event history log, which recorded multiple improper shutdown messages while on battery power, in combination with a fully depressed battery contact pin on the back flex. An improper shutdown can occur if the battery is removed from the pump while it is running on battery power, and therefore the depressed contact pin can cause the improper shutdowns due to a failed connection to the battery. The back flex was replaced through replacement of the rear case assembly.

Event description:
It was reported that a spectrum pump has intermittent power with battery pack. It was also reported there was no patient involvement.